Event description:
It was reported that the patient had to go to the emergency room (ER) 3 days after implant due to infection. It was stated that in the ER, they were pushing on the implantable neurostimulator (ins) so hard that it now felt like the ins was pushing though the patient¿s skin. The patient was put on antibiotics to treat the infection. It was also stated that the lead felt like it was trying to push out of the pelvic floor area. It was also mentioned that therapy was working fine until the infection. Since that time, the patient had problems with diarrhea. The patient had contacted the healthcare provider (hcp), but had not heard back. The patient was unable to go to the hcp right now due to the flooding in (B)(6).

Manufacturer narrative:
Product ID: 3889-28, lot# va09wpf, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).